Manufacturer narrative:
On (B)(6) 2018 it was communicated that the cu was too anteverted, malpositioned during the primary surgery. Batch reviews performed on 30 july 2018: lot 174483: (B)(4) items manufactured and released on 19 october 2017. Expiration date: 2022-10-04. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review for mectacer biolox delta ceramic ball head 12/14 ø 32 size m ref. 01.29.205 lot. 164976 (k112115): (B)(4) items manufactured and released on 04 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Batch review forversafitcup cc trio acetabular shell ø 48 ref. 01.26.45.0048 lot. 151056 (k103352): (B)(4) items manufactured and released on 26 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patient had dislocated. The surgeon revised the cup, head and liner. The surgery was completed successfully.